Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not filling appropriately. Circulation pump was serviced. Possibly has bad fluid delivery line valves. The double bend tube and the chiller evaporator outlet tubes found over expanded. Fluid delivery lines was tested and found no leaks. The double bend tube and the chiller evaporator outlet tubes replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device struggles to fill fully and possibly has bad fluid delivery line valves.